Event description:
It was reported that the customer was hospitalized for high blood glucose and ketoacidosis. It was also reported that the cannula was bent. The high pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.